Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). It was noted that there was severe tortuosity in the internal carotid artery (ica). During the procedure, the physician experienced resistance while advancing a 3max coaxially with a penumbra system 5max reperfusion catheter (5max) to the treatment site. Upon reaching the treatment site, the physician attempted to withdraw the 3max to start aspiration; however, resistance was encountered at the distal end of the catheter. Therefore, the physician had to aspirate thrombus from the side port of the 3max rotating hemostasis valve (rhv). Upon completing the aspiration, the whole system was removed from the patient¿s body. The physician then flushed the 5max and was able to remove the 3max from the 5max. It was noted that the tip of the 3max was stretched. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3max was ovalized approximately 136.0 cm from the hub to 141.0 cm from the hub. There was no visible damage to the distal tip. Conclusions: evaluation of the returned device revealed the 3max distal shaft was ovalized, but the distal tip of the 3max was not stretched. The reported stretching of the distal tip could not be confirmed. The observed ovalization likely occurred due to forceful manipulation of the 3max during positioning with patient anatomy. The ovalization likely contributed to the resistance experienced when withdrawing the 3max. The 5max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.